Event description:
It was reported that an implantable neurostimulator with a surgical lead and extension remained in service when the patient reported a fall approximately two months earlier, stating that the patient fell into a car and then fell onto the patient¿s face. At a follow-up appointment related to the fall, an impedance check was performed and high impedance was noted, 40,000. The patient stated that stimulation and pain relief had not changed, and it was reported that the contacts with highimpedance were not being used to provide relief. The patient attributed the high impedance to the prior fall. The issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.